Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. It is likely a partial capture of the posterior needle tip occurred. In this case, a likely needle deflection inhibited the needle from entering cuff coaxial causing one tab to prolapse. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 - phone number: updated.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to an endoprosthesis procedure. Reportedly, with three proglide devices, a suture break occurred after removal of the plunger. The sutures of two new proglide devices were pre-placed. The sheath was upsized, and the procedure was completed. Hemostasis was achieved via the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are being filed under a separate medwatch reports.